Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer, that the reported incident was related to a facility issue, so an internal ticket will be opened for further handling, and no further investigation was required.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had error code 06 the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.